Manufacturer narrative:
(B)(4). Device evaluation:the customer reported problem of "insert slide clamp alarm" was confirmed during device evaluation. Service determined that the cause was due to the safety slide clamp sensor being out of calibration. The sensor was calibrated to resolve the issue. Additional information:a service history review was performed revealing the reported condition is not related to any previous customer service request on this pump. Should additional information become available, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The device is currently in the process of being evaluated on site by a baxter field service technician. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Event description:
The facility representative reported a flogard infusion pump with an insert slide clamp alarm. It is unknown when this condition occurred. There was no report of patient injury or medical intervention related to the device. It is unknown if there was patient involvement in this event. No additional information is available.